Manufacturer narrative:
(B)(4). (Date of death was either (B)(6) 2015 or (B)(6) 2015). During follow up with the nurse, they stated that the patient was hospitalized for breathing problems in addition to shortness of breath. On an unknown date in the same month that the patient was hospitalized, the patient was discharged. Also in the same month, the patient was re-hospitalized for the same two indications. During re-hospitalization, the patient died. The cause of death was reported as complications from their medical history of respiratory problems. Dianeal therapy was ongoing at the time of death; however, it was unknown if the patient was connected to the homechoice at the time of death or if the patient was performing therapy with a baxter solution bag at the time of death. It was not reported if an autopsy was performed. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): on an unreported date, the patient experienced shortness of breath. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced shortness of breath coincident with automated peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time this report was received, peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Sample analysis found no failure or malfunction that could have caused or contributed to the reported issue and could not determine the cause of the reported issue. After review of the clinical circumstances, the homechoice device is no longer suspect for this reported issue. Should additional relevant information become available, a supplemental report will be submitted.